Event description:
It was reported that patient's right eye had a suction loss warning clearable error during femto. Surgeon chose to complete femto treatment after clearing error. Surgeon said there was a noticeable air bubble in the suction ring interface. Surgeon ended up having to do a vitrectomy during case due to posterior chamber blowout. No retina intervention required. Surgeon implanted 3-piece intraocular lens (iol) instead of a posterior chamber (pc-iol) as intended. Patient is doing well postoperatively. No additional information was provided. Note: this report is for the catalys system. A separate report will filed against the liquid optics interface.

Manufacturer narrative:
Section a4 : unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.